Event description:
It was reported that during routine followed-up, a device restore occurred. A partial restore occurred and one error message was given. Then a second complete restore occurred and a different error message was given. The error message was seen again after the device was interrogated. A manual guided reset was performed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.